Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the iol was explanted and exchanged for a different model unspecified diopter company lens following the secondary implant procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) initial implant procedure, the patient was unhappy with level of vision. Clinical reason being mentioned as mechanical complication of the lens and higher order aberration to advised contrast issues. The iol was explanted and exchanged for an unknown atiol following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Company lens replaced with another lens. The root cause for the reported complaint could not be determined. The exchange from a company lens to a company lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.3., and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient doing well since the explant. Vision was great with replacement lens. A consumer reported stating unable to see out of the lens on pod (postoperative day) 4 following the initial surgery; mechanical complication of lens, higher order aberration/contrast issues. Pod 4 the lens was blurry. Multiple visits back and forth to ophthalmology (over 19 visits). Referred for a 2nd opinion (had to wait over 6 months for the appointment). This lens was removed and replaced.